Event description:
We received an allegation about discrepant results for 1 patient's sample tested with glucose (gluc3) assay and with calcium (ca2) assay and 1 patient's sample tested with ldl assay on a cobas c303 analytical unit. Sample 1: gluc3: initial result: 6.55 mg/dl. Rerun result: 144 mg/dl. Ca2: initial result: 1.37 mmol/l. Rerun result: 2.31 mmol/l. Sample 2: ldl: initial result: 53.5 mg/dl. Rerun result: 110 mg/dl. The questionable results were not reported outside the laboratory and the samples were repeated. The customer observed yellow coloured dots (dropped fluid from the reagent probe) into the protection cover of cuvettes close to the reagent pipettor. The lot numbers and expiration dates of the gluc3, ca2 and ldl reagents were not provided.

Manufacturer narrative:
The field service engineer (fse) found an overflowing in the cell rinsing system. The fse adjusted the rinse system and the reagent probe. The investigation determined that the root cause of the event was maintenance related. Precision studies was performed and they were within specifications. The instrument was functioning back within specifications. No issues were reported afterward. The service action (rinse head adjustments) resolved the issue.